Event description:
It was reported that high impedance were discovered intra-operatively on contacts 14 and 15. Reportedly during the case on the day of report, there was easy lead placement, battery hooked up to leads, and then impedances of > 40,000 ohms were noted for electrodes 14-15. The lead was removed and wiped down but still > 40,000 ohms. It was noted that the patient felt no stimulation at 10.5 volts, and there was "some fluctuation on electrodes 11 and 12." The leads were attached the multi-lead trialing cable and impedances were reportedly normal and the patient felt stimulation. The implantable neurostimulator (ins) battery was replaced and 14-15 were working fine with patient receiving stimulation. The manufacturer's representative reported that 14 and 15 were important for patient coverage of low back. Additional information received four days later that the cause of the issue was unknown. The patient was reportedly seen in the recovery room, doing well and "getting stimulation where she needed it." Additional information received reported that the device was replaced with another from the same manufacturer. It was noted that the patient was receiving the device for pain therapy. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the stimulator (sn # (B)(4)) found the device to be operating within specifications, with normal function, and with no anomaly.